Manufacturer narrative:
The subject devices have not been returned to omsc. Omsc could not review service and manufacturing records because the serial numbers of the subject devices were not provided from the facility. As part of our investigation, omsc reviewed all of the complaints, but there was no record associated with the event described in the article. The exact cause of the reported event could not be conclusively determined.

Event description:
On may 8, 2019, olympus medical systems corp. (Omsc) received a literature titled ¿in vitro and in vivo new evidence for flexor vue deflecting endoscopic system use: optimization of the stone free rate (sfr) after rirs¿. The literature reported the result of 11 cases of using flexor vue deflecting endoscope system (fvdes, cook) to improve stone free rate (sfr) after preforming retrograde intrarenal surgery (rirs) using olympus uretero-reno videoscope urf-v2. In the subject cases, one patient had fever and required antibiotic treatment for five days. Omsc is submitting one MDR according to the number of the complication case.